Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2019. The transmission showed several episodes of noise reversions from (B)(6) 2019. The patient was brought to the clinic and the clinic was able to reproduce the noise reversion episodes via isometric testing. Lead impedance and sensing trends were stable. The physician elected to continue to monitor the lead. The patient did not experience any adverse consequences.